Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter (B)(4) a vented spike adapter in which a disconnection occurred. According to ther report, "the adapters are disconnecting from the set at the connection end and falling apart." It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Thirty-eight companion samples were returned for evaluation. A visual inspection and a hand-pull tests were performed. The hand-pull test revealed that the spike adaptor separated from the tubing on all of the 38 samples. The reported condition was confirmed. The root cause of the condition was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.